Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) ,implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4), h3: analysis of the 97745 patient programmer (ptm) (serial number nld097287n) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt stated the controller wasn't working, and clarified the screen was blank. Pt said if they pushed buttons nothing would happen. Pt mentioned they tried resetting controller yesterday and plugging in, but controller didn't come back on. Pt said they could still feel stim, but didn't know how much charge they had left. Pt did not have the ac power supply with them during the call. Pt tried resetting controller, but controller did not come back on. Pt didn't have any aa batteries to try. The issue was not resolved. Patient services reviewed to call back with ac power supply for further troubleshooting to determine correct replacement part. No symptoms were reported. Pt called back and stated they were having trouble with their controller. During troubleshooting pt confirmed there was rattling in the controller and denied any visible damage in the controller charging port, recharger telemetry module (rtm), rtm port, battery pack, and denied rtm getting hotter than usual when charging ins. Pt noted they reset the controller and resetting the controller didn't resolve the first 2 times but the 3rd time the controller powered on, and when they attempted to charge their ins no device found displayed and pt also went through passive recharge mode. Pt also noted they were hearing clicks on the controller. The controller was blank and unresponsive. No symptoms were reported.